Manufacturer narrative:
Device analysis report attached. This report is submitted on november 12, 2021.

Manufacturer narrative:
This report is submitted on october 6, 2021.

Event description:
Per the clinic, the patient experienced chronic (B)(6) infection at implant site (date not reported). The patient underwent a surgical procedure on (B)(6) 2021, to excise, debride and rinse the cavity. The device was explanted during the same surgery. Following the surgical procedure, the patient was prescribed oral antibiotics for a duration of 14 days. Reimplantation is planned but had not taken place at the time of this report.